Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that they were experiencing a dark image and that a loose connection between the camera connector and the olympus tv was causing error e116. The issue occurred during an unspecified procedure involving an olympus camera head. No patient injury was reported.